Event description:
After implantation of the device, patient exhibited unnatural EKG readouts. The pacemaker was possibly oversensing which was causing the problem. The patient was taken from his hospital room and back to surgery to try to correct the problem with the pacemaker. The problem was not corrected so the pacemaker was removed and another was reimplanted. The patient then returned to his room where he was monitored with no recurrence.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.